Manufacturer narrative:
A review of the manufacturing documentation associated with this lot#f2125703 presented no issues during the manufacturing process that can be related to the reported complaint. This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported , during prep , the balloon of a 5f mynx control vascular closure device (vcd) burst during the balloon inflation check stage. The balloon lost pressure during prep . There was no patient injury. A5 f non -cordis sheath was used. There was no prior pta, stent, or vascular graft in the common femoral artery or vein. There was no presence of pvd / calcium in the vicinity of the puncture site. The balloon did not lose pressure after being pulled to the arteriotomy. The device was prepped and used according to the instructions for use. There were no visible signs of device/package damage prior to use. The physician achieved certification on the use of the mynx and has used the device several times prior to this procedure. The device will be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported , during prep , the balloon of a 5f mynx control vascular closure device (vcd) burst during the balloon inflation check stage. The balloon lost pressure during prep . There was no patient injury. A5 f non -cordis sheath was used. There was no prior pta, stent, or vascular graft in the common femoral artery or vein. There was no presence of pvd / calcium in the vicinity of the puncture site. The balloon did not lose pressure after being pulled to the arteriotomy. The device was prepped and used according to the instructions for use. There were no visible signs of device/package damage prior to use. The physician achieved certification on the use of the mynx and has used the device several times prior to this procedure. The product was returned for analysis. A non-sterile mynx control vascular closure device 5f involved in the reported complaint was returned for investigation. Per visual analysis, button 1 and button 2 were not depressed with the stopcock open. The sealant remained in the manufacturing position. The syringe and procedural sheath were not returned with the device. Per functional analysis, leak testing was performed by attempting to inflate the balloon of the returned device with water, and the results revealed a leak in the balloon. Per microscopic analysis, visual inspection at high magnification revealed a longitudinal tear in the balloon of the returned device. A product history record (phr) review of lot f2125703 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure¿ was confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. This type of tear is typically observed when the balloon comes into contact with calcification and/or other procedural devices (such as a damaged procedural sheath, stent or vascular graft). According to the instructions for use, which is not intended as a mitigation of risk, users are instructed not to use the device if the balloon does not maintain pressure. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time. Section&nbsp;g2&nbsp;corrected.&nbsp;;.